Event description:
It was reported that the pump became unresponsive, after having been fully charged that morning. The customer's blood glucose level was impacted (336 mg/dl). The customer stated that they would use fast-acting manual injections (lantis).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.